Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm was noted during testing. The unit had a minor scratched liquid crystal display window, cracked battery tube threads, cracked belt clip slot at the battery tube threads area and a cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed button error which could not be cleared. The reporter did not know the blood glucose reading. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.